Event description:
It was reported that the customer experienced an issue where the pump intermittently "did or did not respond to button commands". There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.